Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that their stimulation had ¿closed a few times by himself.¿ it was noted that it would always happen when they were in the bedroom. The patient was sure that they would fall asleep with stimulation on but after some time they would wake up from pain (in the foot, where stimulation was) and then reads off with the programmer (with no flash). The patient did not sleep with the patient programmer near and they had nothing in the bedroom which they thought that could interfere with the stimulation. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient has not had any more issues with the system. No further complications were reported or anticipated.